Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated that the insulin pump had bad motor and it had issue with delivering the insulin and goes very slow. Customer treated with bolus for high blood glucose. Customer performed self test and it was passed. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.